Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service tech observed a tear in the hematocrit saturation probe cable near probe housing. Since the event occurred during routine testing, there was no pt involvement during this event.